Event description:
Healthcare professional reported " it was dark inside the implants. The doctor didn't know if it was betadine or possibly mold in the implants". Later healthcare professional reported "capsular contracture (4)". This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported " it was dark inside the implants. The doctor didn't know if it was betadine or possibly mold in the implants". Later healthcare professional reported "capsular contracture (4)". This record is for the left side. The device was explanted.